Manufacturer narrative:
Pending engineering evaluation.

Event description:
The surgeon was performing a logic cementless total knee. Due to unsatisfactory press-fit on the femoral and tibial components, the surgeon cemented both components.

Manufacturer narrative:
Engineering evaluation noted that the likely cause of the instability reported could not be determined because the issue was not able to be recreated. The posterior chamfer gap reported is consistent with the design of the cutting blocks, in which the size 4 block is designed to remove more bone on the posterior chamfer cut than the size 3 block.

Event description:
The surgeon was performing a logic cementless total knee. Due to unsatisfactory press-fit on the femoral and tibial components, the surgeon cemented both components.